Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set, and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required hospitalization and antibiotic therapy. The pdrn attributed causality to a touch contamination event involving poor hand hygiene after handling the wolves he is raising on his farm. The patient admitted he has not always disinfected or washed his hands after handling/petting the wolves. Leclercia adecarboxylata is a gram-negative bacterium belonging to the enterobacteriaceae family and can be isolated in the normal gut flora in animals and humans. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product failed to meet the users¿ expectations or the manufacturers¿ specifications.

Event description:
On 8/apr/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s home therapy charge nurse (htcn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 2000 mg every three days and ceftazidime 1500 mg daily for 21 days. The patient's peritoneal effluent culture result returned positive for leclercia adecarboxylata on (B)(6) 2025, and the patient's antibiotics were continued. While hospitalized, the patient continued to undergo ccpd without reported issues and is recovering from the serious adverse events. The patient was discharged on (B)(6) 2025 in stable condition and has resumed ccpd therapy at home utilizing the same liberty select cycler. The pdrn attributed causality to a touch contamination event involving poor hand hygiene after handling the wolves he is raising on his farm. The patient admitted he has not always disinfected or washed his hands after handling/petting the wolves. The patient was reeducated on ppe and proper handwashing. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction.

Event description:
On 8/apr/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s home therapy charge nurse (htcn) confirmed the patient presented to the emergency room on 6/apr/2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 2000 mg every three days and ceftazidime 1500 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for leclercia adecarboxylata on (B)(6) 2025, and the patient¿s antibiotics were continued. While hospitalized, the patient continued to undergo ccpd without reported issues and is recovering from the serious adverse events. The patient was discharged on 12/apr/2025 in stable condition and has resumed ccpd therapy at home utilizing the same liberty select cycler. The pdrn attributed causality to a touch contamination event involving poor hand hygiene after handling the wolves he is raising on his farm. The patient admitted he has not always disinfected or washed his hands after handling/petting the wolves. The patient was reeducated on ppe and proper handwashing. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.